Event description:
Robotic laparoscopic tah/bso in which stability sleeve and working port cb12lt with v-loc and CT - a needles used and passed through it. CT-1 needle and vicryl needle are successfully passed through port without any suture or debris. A baby lap size 4x18 was then passed through port under direct vision and portion of diaphragm from trocar fell into the patient's trocar stability sleeve used with bladelsss trocar from ethicon endo-surgery. Ref. #(B)(4). Reference mw5057804.